Manufacturer narrative:
Upon investigation of the actual device used in this incident the station's logs showed event ID 824 "recurring mssqlserver error" caused by the system's database. A technical support specialist recreated a fresh database and performed a full sync on the device to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure when the user tried to remove the medications. The customer added that the device functioned as intended after rebooting. Customer confirmed that there was no impact to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b3, b5, d4 UDI, d5, g2, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-feb-2022 to 16- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was indicating some errors that were unable to execute sql scripts to repair the tables within. A technical support specialist dropped the database, created a new database by repairing med application and performed full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was repeatedly freezing and restarting during a procedure when the user tried to remove the medications. This issue has occurred multiple times. There were no adverse events or injuries reported based on this event.